Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered the inaccurate correction factor settings when entering the personal profile settings. Blood glucose was 127 mg/dl. The customer successfully adjusted to the accurate setting.